Event description:
It was reported that a stopcock in blister pack experienced no flow. This occurred during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred on an unknown date in (B)(6) 2013. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.